Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on sep 08, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on april 26, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.